Event description:
It was reported by the rep that when devices, one with reload cartridge and the others on the first firing, were used during a laparoscopic assisted vaginal hysterectomy procedure, they jammed. Completed case with eletrocautery. There was no consequence to pt.